Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported "pain, hardness, burning" and "concern with the product" against right device. Patient later reported right side capsular contracture baker grade is unknown with an exchange from textured to smooth implants due to the patients concerns with the product. The device remains implanted.